Event description:
While surgeon was using the robot suction irrigator, the plastic tip of the irrigator came loose and disconnected from the shaft. No other piece came loose and no other foreign object was found after careful search of surrounding area.